Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: pending. This spontaneous case, reported by a consumer, who contacted the company to report an adverse events and a product complaint (pc), concerned a female patient of unknown age and origin. Medical history concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 30/70, cartridge), via dark blue and light blue color reusable pen device (humapen ergo ii), at an unknown dose and frequency, subcutaneously, for an unknown indication, beginning on an unknown date. On an unknown date while on human insulin 30/70 treatment, she had a situation of high blood glucose (value, units and normal reference range not provided) due to which she was hospitalized for an unspecified duration. During the hospitalization, her blood glucose was not controlled well due to the malfunction of her humapen ergo ii device as it was broken (injection button was difficult to press, insulin did not come out even if the injection button could be pressed) (pc number: unknown and lot number: 1712d01). Information regarding additional corrective treatment, outcome for event and human insulin 70/30 treatment status was not provided. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration and suspect humapen ergo ii device model duration of use was not provided. The action taken with the humapen ergo ii device and its return status was not provided. The reporting consumer did not provide any relatedness for the event with human insulin 70/30 treatment and its humapen ergo ii device. Edit 11jun2020: updated medwatch and (B)(4) (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 22jul2020 in the b.5. Field. No further follow-up is planned. Evaluation summary. A female patient reported that the injection button of her humapen ergo ii device was difficult to press, and insulin did not come out even if the injection button could be pressed. The patient experienced increased blood glucose. The investigation of the returned device (batch 1712d02, manufactured december 2017) found the injection screw was broken and not returned with the device. In addition, the injection force high was due to a white powdery substance inside/outside the housing collar. Due to the device damage, no further testing could be conducted. Malfunction confirmed. The foreign material was introduced in the field, not related to the manufacturing process. A possible cause for the injection screw breakage can be if a user applied an excessive side load to the injection screw while attempting to backdrive a device that was contaminated with foreign material. The core instructions for use states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. There is evidence of improper use or storage. The foreign material contamination and damage to the device occurred while in the field (not related to the manufacturing process). This misuse may be relevant to the complaint and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint:: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse events and a product complaint (pc), concerned a female patient of unknown age and origin. Medical history concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 30/70, cartridge), via dark blue and light blue color reusable pen device (humapen ergo ii), at an unknown dose and frequency, subcutaneously, for an unknown indication, beginning on an unknown date. On an unknown date while on human insulin 30/70 treatment, she had a situation of high blood glucose (value, units and normal reference range not provided) due to which she was hospitalized for an unspecified duration. During the hospitalization, her blood glucose was not controlled well due to the malfunction of her humapen ergo ii device as it was broken (injection button was difficult to press, insulin did not come out even if the injection button could be pressed) (pc number (B)(4)/lot number 1712d02). Information regarding additional corrective treatment, outcome for event and human insulin 70/30 treatment status was not provided. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration and suspect humapen ergo ii device model duration of use was not provided. The suspect device, manufactured in dec2017 was returned to the manufacturer on 11jun2020. The reporting consumer did not provide any relatedness for the event with human insulin 70/30 treatment and its humapen ergo ii device. Edit 11jun2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17-jun-2020: information was received from global product complaint department on 15-jun-2020. No new medically significant information was received and no further changes were done to the case. Update 30jun2020: additional information received on 29jun2020 from global product complaint database. Changed the lot number from 1712d01 to 1712d02 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 222jul2020: additional information received on 22jul2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 29jul2020: additional information received on 28jul2020 from the global product complaint database. No new information was added.